Event description:
Customer reported a failure code 570:320. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing. Although, baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. The failure code 570 indicates that the battery discharged to a potentially damaging level. Mdq-CAPA was opened and is investigating reports of the failure code 570.